Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a 3 cm malignant stricture in the trachea during a tracheal stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was fully deployed; however, immediately after deployment, the stent moved into an incorrect position. The stent was removed with forceps and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a 3 cm malignant stricture in the trachea during a tracheal stent placement procedure performed on (B)(6), 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was fully deployed; however, immediately after deployment, the stent moved into an incorrect position. The stent was removed with forceps and the procedure was completed with another ultraflex tracheobronchal stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's phone number: (B)(6) block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Block h10: an ultraflex tracheobronchial covered distal stent and delivery system were received for analysis and no damages were noted with the returned device. The reported event of stent positioning issue was not confirmed as this failure occurred during the procedure and it is not possible to replicate the failure in the laboratory of analysis. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/ product label. Additionally, stent misplacement is noted within the IFU as a known potential adverse event related to the use of the device. A review and analysis of all available information indicated the reported event of stent positioning issue is known and documented in the labeling. Therefore, the most probable cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.